Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that intermittent undersensing of the right atrial lead was observed via transtelephonic transmission. A chest x-ray was scheduled.